Manufacturer narrative:
Device evaluated by MFR: the ffr comet pressure wire was returned without the occ handle. The shaft showed 1 kink located 126cm from the tip. There was peeled coating at the 126cm location. The tip showed damage in the form of a bend. The wire was connected to the test occ handle the signal was present as designed. The sensor housing showed no residue of body fluids. The wire was inserted into the pressure chamber test equipment the pressure sensor functioned as designed. Because there was no evidence of any product quality deficiencies, it was considered likely that the peeled coating was attributable to handling issues; therefore, the conclusion code unintended use error caused or contributed to event has been added.

Event description:
Reportable based on the product analysis completed on january 21, 2020. It was reported the device kinked. During advancement of a comet pressure guidewire, the wire kinked in the mid shaft. The wire was removed from the patient and the procedure was completed with another comet with no patient injury. However, the returned product analysis revealed peeled coating.